Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to clinic for routine follow-up, non-sustained right ventricular oversensing episodes were observed . Oversensing was reproduced by provocative movements at the pocket site. Programming changes were made. The lead was explanted and replaced for insulation anomaly and lead noise. The patient condition is stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found.